Manufacturer narrative:
Date of event was reported as unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the nurse practioner (np) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient would get a small shock at the stimulation location when they walked through a metal detector at a drug or department store. No troubleshooting was performed as the representative was not with the patient at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the actions taken to resolve the patient's shocking issue when going through metal detectors was that the patient was told to walk through the middle of the metal detector or to shut off the device before walking through. The specific date the patient observed the shocking issue was unknown, and it was not known whether the issue was resolved. There were no further complications reported or anticipated.